Event description:
It was reported that, "during screw removal while using the fine adjustment only instrument, the tip of the instrument broke off."

Manufacturer narrative:
Method: complaint history analysis, risk assessment, DHR review and visual inspection. Results: this is the second compliant related to prong fracture on this reference number. The DHR for this device's batch was reviewed and no deviations were noted. The device was confirmed to have a broken prong. The handle does say "fine adjustment only." In this case there was no reported delay in surgery or adverse consequences. Conclusion: breakage occurred during removal of a screw and it is believed that it yielded under excessive cantilever forces.